Event description:
It was reported that a customer had issues with a cleo 90 infusion set tubing. There were no drops of insulin seen dripping from the end of the tubing. Customer used correction injection to lower blood sugar level of 340 mg/dl. No injury reported.